Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: the lot/batch # provided, t92g7p, was reviewed to verify the product code pcee60a. Upon review, it was determined that the product code does not correlate to the batch/lot. The provided batch/lot number correlates to product code plee60a. What is the correct lot/batch number or product code? Investigation summary: upon visual inspection of a photo, the following was observed: the photo shows an echelon device with the jaws open from top view and a ring crimp can be seen broken. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a gastric bypass procedure, a part of the distal echelon device broke. Consequently the device was unworkable. There was no delay and the procedure was completed successfully. No fragments were generated. There were no adverse consequences for the patient.